Event description:
On (B) (6) 2010, reusable cautery used in case. At the end of the procedure drapes were removed, 1/2 cm x 1 cm raised reddened area on left side of penis noted. Cautery was removed from service. Our biomedical département tested the cautery for frayed wire and operational integrity, the test was negative. This was a new cautery first time used out of the package. Unable to determine cause of this injury.